Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh not vascularized but fairly friable, infection, hernia, open draining wound, pain, mesh exposed, and adhesions. Post-operative patient treatment included revision surgery, surgery to remove mesh, hernia repair with mesh, abdominal wall reconstruction and partial removal of mesh.

Manufacturer narrative:
Additional information: b5, e1 (facility name, street 1, city, region, postal code, g1 (MFR contact first name, last name, street 1, MFR city, region, country code, postal code, email, phone number), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b7, d6b, h4, h6 (patient codes, imf code, device code, ime e2402: "hostile abdomen, abdominal compartment syndrome"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hematoma, obstruction, bleeding, seroma, necrosis, hostile abdomen, open abdomen, abdominal compartment syndrome, scarring, abscess, unincorporated mesh, abdominal pain, fear, mesh not vascularized but fairly friable, infection, hernia, open draining wound, pain, mesh exposed, and adhesions. Post-operative patient treatment included revision surgery, debridement of necrotic skin, drainage of seroma, partial removal of mesh, surgery to remove mesh, hernia repair with mesh, abdominal wall reconstruction, adhesiolysis, bilateral rectus advancement flaps, placement of subcutaneous drains, exploratory laparotomy, transfusion, open abdominal washout, evacuation of hematoma, partial abdominal wall closure, and wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced hematoma, obstruction, bleeding, seroma, necrosis, hostile abdomen, open abdomen, abdominal compartment syndrome, scarring, abscess, unincorporated mesh, abdominal pain, fear, mesh not vascularized but fairly friable, infection, hernia, open draining wound, pain, mesh exposed, adhesions, bacterial infection, acute blood in central abdomen, dilated bowel, air fluid-filled bowel, fat stranding, abdominal fluid collection, bloody purulent fluid, nausea, vomiting, scar tissue, constipation, hyponatremia, eschar, ulceration, gas throughout the abdomen, thinning omentum, desaturations, sinus tachycardia, altered mental status with visual/auditory hallucinations, hypotension, intraabdominal hemorrhage, blood clot, blunt force trauma, shock, agitation, small bowel had twisted. Post-operative patient treatment included revision surgery, debridement of necrotic skin, drainage of seroma, partial removal of mesh, surgery to remove mesh, hernia repair with mesh, abdominal wall reconstruction, bilateral rectus advancement flaps, placement of subcutaneous drains, exploratory laparotomy, open abdominal washout, evacuation of hematoma, partial abdominal wall closure, wound vac, CT scan, ultrasound, fluoroscopy guided placement of drain, removal of bloody purulent fluid, multiple hospitalizations, ng tube, npo, IV fluids, extracorporeal small bowel, mineral oil enemas, fluid restriction, wound care, lysis of adhesions, supplemental oxygen, use of jp drain, IV pain medication, exploratory laparotomy, creation of open abdomen, blood transfusion, evacuation of hemorrhage, anticoagulation, pain control.

Manufacturer narrative:
Additional info: a4, b2, b5, b6, b7, h6 (patient codes, ime e2402: gas throughout the abdomen, blunt force trauma, air filled bowel), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: added h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced hematoma, obstruction, bleeding, seroma, necrosis, hostile abdomen, open abdomen, abdominal compartment syndrome, scarring, abscess, unincorporated mesh, abdominal pain, fear, mesh not vascularized but fairly friable, infection, hernia, open draining wound, pain, mesh exposed, adhesions, bacterial infection, acute blood in central abdomen, dilated bowel, air <(>&<)> fluid-filled bowel, fat stranding, abdominal fluid collection, bloody purulent fluid, nausea, vomiting, scar tissue, constipation, hyponatremia, eschar, ulceration, gas throughout the abdomen, thinning omentum, desaturations, sinus tachycardia, altered mental status with visual/auditory hallucinations, hypotension, intraabdominal hemorrhage secondary to blunt force trauma, blood clot, shock, agitation, <(>&<)> small bowel had twisted. Post-operative patient treatment included revision surgery, debridement of necrotic skin, drainage of seroma, partial removal of mesh, surgery to remove mesh, hernia repair with mesh, abdominal wall reconstruction, bilateral rectus advancement flaps, placement of subcutaneous drains, exploratory laparotomy, open abdominal washout, evacuation of hematoma, partial abdominal wall closure, wound vac, CT scan, ultrasound, fluoroscopy guided placement of drain, removal of bloody purulent fluid, multiple hospitalizations, ng tube, npo, IV fluids, extracorporeal small bowel, mineral oil enemas, fluid restriction, wound care, lysis of adhesions, supplemental oxygen, use of jp drain, IV pain medication, exploratory laparotomy, creation of open abdomen, blood transfusion, evacuation of hemorrhage, anticoagulation, <(>&<)> pain control.

Manufacturer narrative:
Correction: b5, <(>&<)> removed h6 ime e2402: blunt force trauma. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, b5, h6 (ime code, ime e2402: sinus). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced hematoma, obstruction, bleeding, seroma, necrosis, hostile abdomen, open abdomen, abdominal compartment syndrome, scarring, abscess, unincorporated mesh, abdominal pain, fear, mesh not vascularized but fairly friable, infection, hernia, open draining wound, pain, mesh exposed, adhesions, bacterial infection, acute blood in central abdomen, dilated bowel, air fluid-filled bowel, fat stranding, abdominal fluid collection, bloody purulent fluid, nausea, vomiting, scar tissue, constipation, hyponatremia, eschar, ulceration, gas throughout the abdomen, thinning omentum, desaturations, sinus tachycardia, altered mental status with visual/auditory hallucinations, hypotension, intraabdominal hemorrhage secondary to blunt force trauma, blood clot, shock, agitation, small bowel had twisted, fistula, recurrence, inflammation. Post-operative patient treatment included revision surgery, debridement of necrotic skin, drainage of seroma, partial removal of mesh, surgery to remove mesh, hernia repair with mesh, abdominal wall reconstruction, bilateral rectus advancement flaps, placement of subcutaneous drains, exploratory laparotomy, open abdominal washout, evacuation of hematoma, partial abdominal wall closure, wound vac, CT scan, ultrasound, fluoroscopy guided placement of drain, removal of bloody purulent fluid, multiple hospitalizations, ng tube, npo, IV fluids, extracorporeal small bowel, mineral oil enemas, fluid restriction, wound care, lysis of adhesions, supplemental oxygen, use of jp drain, IV pain medication, exploratory laparotomy, creation of open abdomen, blood transfusion, evacuation of hemorrhage, anticoagulation , pain control.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh not vascularized but fairly friable, infection, hernia, open draining wound, and adhesions. Post-operative patient treatment included revision surgery, surgery to remove mesh, hernia repair with mesh, and partial removal of mesh.